Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the final root cause of the foreign material clogged in the nozzle was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warning. Inspection of the endoscope: 9. Inspect the air, water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function: 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to a pinhole in the channel tube, the water tightness was lost; the distal sheath adhesive had a chip and was cracked; the adhesives around the objective lens and the adhesives around the light guide lens had a white-clouded area; due to clogging of the nozzle, the water removal ability did not meet the standard value; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the evis lucera gastrointestinal videoscope was experiencing control body defects, including switches. The customer checked the air and suction delivery before insertion. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which was causing insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.